Event description:
The facility reported a pump that "infused too quickly". The pump was set to deliver a 250ml bag of vancomycin over 90 minutes, at approximate rate of 167ml/hr. Reportedly, the bag was found to have infused in approximately 1 hour. According to the facility's pt manager, no adverse reaction or pt injury had resulted from the event and no medical intervention was required.